Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that during a chemotherapy procedure, leak was allegedly observed from the red-luered extension tube. The catheter was no longer used as of (B)(6) 2018. The solutions that leaked was saline and any of the antibiotic, predopa, bfluid, or kmg, not an anticancer agent. Subsequently (the exact date or time is unknown), the catheter was removed from the patient. There was no reported patient injury including skin damage. Reportedly, the catheter was implanted via the right median cubital vein for tpn on (B)(6) 2018. During the first saline flush, leak was allegedly already observed. A 10ml syringe was used to catheter flush. The catheter wasn¿t sutured but secured to skin using statlock. Antibiotic, predopa, bfluid, and kmg had been infused by the event date.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was 5 fr d/l groshong nxt PICC. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and two splits were observed near the 51cm depth mark. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebv2486 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during a chemotherapy procedure, leak was allegedly observed from the red-luered extension tube. The catheter was no longer used as of (B)(6) 2018. The solutions that leaked was saline and any of the antibiotic, predopa, bfluid, or kmg, not an anticancer agent. Subsequently (the exact date or time is unknown), the catheter was removed from the patient. There was no reported patient injury including skin damage. Reportedly, the catheter was implanted via the right median cubital vein for tpn on (B)(6) 2018. During the first saline flush, leak was allegedly already observed. A 10ml syringe was used to catheter flush. The catheter wasn¿t sutured but secured to skin using statlock. Antibiotic, predopa, bfluid, and kmg had been infused by the event date.